Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: part no. 05.000.008, lot no: 004650: a service history of the past three years has been reviewed. The item was previously returned for service on 12july2013, 31october2013 due to motor failure and returned on 26april2013 due to electronic control damage. The customer called in a service request for this item on 20november2015 and reported the device as inoperable-runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of the device being inoperable-runs continuously. The manufacture date of this item is 05july2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported hand piece for battery powered driver (lot 004650) runs continuously. This was found during testing; there was no surgery involved. It was confirmed that there was no patient involvement and that the issue was found outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported the contact plate was shattered, the positive wire to the motor was damaged, and the device ran continuously with a battery attached. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.